Event description:
In 2004, pt presented with a failed endo in tooth #30. No sign of active infection or problem. Tooth was extracted and after proper preparation of the socket, orthoblast ii was expressed into the socket. A resorbable collagen tape was placed over the site and the pt was dismissed with routine home care instructions. The pt returned 6 days later complaining of pain, swelling and discoloration of the tissue. Doctor examined the site and reported it to be swollen, yellow in color as if infected, and hard to the touch. The doctor placed the pt on clindamycin and scheduled a recheck for three days. The doctor examined the pt six days later and stated that the antibiotic must be working since the infection, tissue discoloration and the majority of the edema is gone. He felt that the graft was intact and stable and no further treatment is necessary at this time.